Event description:
It was reported to philips that the system's table top mattress slipped to the nurse side, causing the patient to fall off the table to the doctor side. The patient was caught by the c-arm and did not hit the floor. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was successfully completed. The incident arose due to the patient's obesity and insufficient staffing for transferring the patient. The field service engineer (fse) confirmed that the patient tabletop and mattress were in good condition, indicating no equipment malfunction. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no system malfunction. Thus, this complaint is deemed as not reportable. The codes have been updated based on the investigation's outcome.